Manufacturer narrative:
This product is registered as a combination product. Further information was requested but is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing amplitude was observed on the right atrial (ra) lead. The event was resolved by explanting and replacing the ra lead during an unrelated procedure. The patient was in stable condition.